Event description:
It was reported that during patient use, there was "liquid leakage from the connection only during heating". No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received for evaluation without its original packaging, inside a plastic bag, and in decontaminated conditions; no damage or other defects were detected. Functional testing was performed, and the reported issue was unable to be replicated. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).